Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would turn on and off. Customer also observed water spots on the insulin pump's screen and in the casing of the insulin pump. Customer reported disconnecting from the insulin pump one year prior. Customer's blood glucose was 200 mg/dl. The customer was unsure how the insulin pump was exposed to moisture. The alarm history showed a unexpected restart alarm, displayable history check failed on startup alarm and reset alarm occurred. The insulin pump also passed a self-test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.